Event description:
On (B)(6) 2011 patient reported she has been facing air bubble concerns. Patient stated after completing the change the cartridge process with a new insulin cartridge, there are no air bubbles but after a few days of use, the air bubbles will appear. Patient reported the insulin is at room temperature at the time of fill the insulin cartridge and upon inserting the cartridge into the infusion device for use. Patient stated she lubricates the cartridge prior to filling. Educated patient on how to raise the piston rod and the purpose for doing this. Patient reported she had to visit the emergency room due to this concern with air bubbles. Patient stated in (B)(6) 2011 she noticed her blood glucose level was 450 mg/dl. Patient stated she bolused for that reading and the reading was not coming down. Patient reported she then took an injection of insulin which lowered her blood glucose level to 200 mg/dl. Patient stated she went to bed and the next morning her husband could not awaken her. Patient reported her husband disconnected the infusion device and called emergency. Patient stated she was taken to the emergency room where her blood glucose level at the time of arrival was 12 mg/dl. Patient's target blood glucose level is 120 mg/dl. Patient reported she spent four hours in the emergency room and then was released. Patient reported her blood glucose was brought back up into normal range by giving her an IV of glucose. Patient stated they may have also given her glucagon but she does not remember for sure. Patient stated the cause of her low blood glucose reading was due to the air bubble. Patient reported she had not been receiving her insulin due to the air bubble so she took an injection. Patient stated once the air bubble traveled through her body, she was then receiving her basal delivery in addition to the injected insulin. Advised patient a trainer can come out to visit with her. Patient discarded the alleged insulin cartridge. No product return was requested.